Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that his wife's blood glucose was 459 mg/dl; they were on vacation and the patient ran out of infusion sets. Troubleshooting was declined. No products were returned or replaced; the customer was due to receive emergency supplies the day after the call.